Event description:
It was reported that the device broke during the procedure and a piece was left in the patient. The patient needed to be brought back to surgery for retrieval.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: shaver piece broke off. Probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness , excessive force applied by the user, incorrect rfid tag . The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure and a piece was left in the patient. The patient needed to be brought back to surgery for retrieval.